Manufacturer narrative:
Device received with operating currents within specification. Device passed selftest, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, device alarmed unexpected restart after battery change due to faulty connector on interface board. Device received with minor scratches on lcd window. No partial display noted. Device received with broken belt clip slot. Device received with cracked battery tube threads. Device received missing end cap sticker.

Event description:
Customer reported via phone call that there were scratches on the screen. Customer's blood glucose was unknown. Customer mentioned the screen was difficult to read. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.